Manufacturer narrative:
One-unit of mik was returned for evaluation. Blood particulates were observed on the sheath. The manufacturer was notified of the complaint and a device history record review was requested. No non conformances were noted. All processes were followed without any deviation. The event description states "mik tip broke when the needle was placed in it.". The tip of the sheath was damaged with the polymer stretched at the distal tip. Approximately 4.3cm of the sheath was missing. A kink was observed on the lumen of the sheath. The damages are likely to have occurred during use in the procedure. Per IFU, states the following warning - never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the guidewire against resistance may result in separation of the guidewire tip, damage to the guidewire, or vessel perforation. The stretching of the polymer indicates operation of sheath against resistance. Event statement is unclear as to why the needle was placed in the sheath. Per deployment procedure steps needle is removed once the guidewire is secured in the vessel. The sheath along with dilator is introduced leading to the removal of the dilator and securement of the sheath inside the vessel. Additional information was requested. No response of tip retrieval was received. Procedure was completed using another kit. Patient condition is fine. Based on the information, the most likely root cause of the issue is operational context and/or unintended use error.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: customer states that the stiffen micro introducer tip broke when needle was placed in it. Additional information received on 22-nov-2021: the procedure was a left heart catherization. The case was completed with another micro-introducer kit (same model). The current patient condition is reported as fine. Additional information received on 01-dec-2021: it was clarified by the account, that the sheath's tip is what broke on the micro-introducer kit.